Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the drive cable makes a loud noise after thirty seconds and gets hot. As a result, an alternate device was employed. The clinical engineer at the user facility reported a delay and some blood loss, however, the surgical procedure was completed successfully. Investigation in process, but not yet completed.

Manufacturer narrative:
Add'l info provided by the field service rep to the clinical engineer, regarding the operator's manual with instructions on how to grease the inner and outer cables and the flexible drive cable.